Event description:
During gastric bypass surgery, md attempted to used the device and noted device spring mechanism did not make the same usual sound when fired, and surgeon took the device off the field. The device was not used. No patient harm.